Manufacturer narrative:
The customer performed their own troubleshooting with the support of a beckman customer technical specialist and identified the sample syringe as malfunctioning. The customer replaced the sample syringe to resolve the issue. The customer adjusted the injector as it was found offset. The customer performed calibration and quality control with acceptable results. The analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low patient results on ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but shared only na results for one patient.